Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump self suspended. The patient reportedly wore the pump in a pocket and did not clean the pump. The patient declined returning the pump at this time. This report is made based on the allegation that the pump suspended without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was fully intact. The black box and alarm history for the event was over written. All buttons responded appropriately. The pump was exercised for a 24 hour duration period and no self suspending occurred during this time period. Contamination was found under all key contacts. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display.